Event description:
Information was received indicating that during bedside care of a smiths medical portex bivona flextend tts tracheostomy tube, the tube was found severed between the pilot line and pilot balloon. There were no reported adverse patient effects.